Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and seven photos were available for evaluation. Visual inspection of the returned photos noted distal end of the shaft with a piece missing with the disengaged piece on a piece of white tape. Visual inspection of physical product noted that the piece of the distal tip of the instrument shaft where the load graphic is located was broken from the instrument. It was reported that the instrument locked on tissue and component disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hartmann, after firing, the jaws did not release from the bowel. An alternative larger incision was made to facilitate removal of the specimen with attached stapler and the surgical time was elongated for more than 30 minutes. The black part attached to the handle broke off as well.

Manufacturer narrative:
D10 concomitant product: unegiatri, unknown egia tri staple (lot#: unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but seven photos were available for evaluation. Visual inspection noted the first image depicts the reorder code part of the packaging label. The second image depicts the product information sticker of the packaging. The third image depicts proximal end of the handle. The fourth image depicts distal end of the shaft. The fifth image depicts the distal end of the shaft with a piece missing. The sixth image depicts the disengaged piece on a piece of white tape. The seventh image depicts a close-up of the disengaged piece on white tape. It was reported that the jaws of the device remain closed on tissue and operating (or) time was extended by >30 minutes resulting from product failure. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that a component disengaged from the device. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.